Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that peel back occurred during use with a neoflon 24ga 0.7mm od 19mm l india. The following information was provided by the initial reporter, "while inserting neoflon, cannula material is getting peel back and tip damage." 20 occurrences were reported.

Event description:
It was reported that peel back occurred during use with a neoflon 24ga 0.7mm od 19mm l india. The following information was provided by the initial reporter. "While inserting neoflon, cannula material is getting peel back and tip damage." 20 occurrences were reported.

Manufacturer narrative:
Investigation: one representative sample was received by our quality team for investigation. Upon visual inspection and tip measurements, peelback of the catheter was not observed; therefore the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be verified for the representative sample, the root cause for the peelback issue has as been identified for this product line which is the tubing material. We have funded a project, CAPA#81917, to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.